Manufacturer narrative:
Manufacturer's analysis indicated that the epg¿s display wires were pinched, and the insulation was breached. It was also indicated that an encoder assembly, one knob, two output connector nuts, and two case screws were contaminated. It was also indicated that the case was broken. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for a field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.